Event description:
It was reported that the ilet charger did not provide consistent charging and the pump would only charge when the cable was manipulated, while the ilet charged successfully using a different charger and was compatible with wireless charging. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical care. Investigation included guided troubleshooting and education confirming the issue was isolated to the charger. Investigation of this case revealed a suspected faulty charging cable or adapter consistent with a device accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charger accessory.